Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Tested with a test p cap and the test p cap locked in place properly. Insulin pump received with pump error alarm during rewind due to corroded motor assembly. Corroded force sensor assembly.

Event description:
Information received by medtronic indicated that the insulin pump did not make the whirling sound as if the motor was rewinding the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.